Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to elevated lactate dehydrogenase (ldh) levels. The patient was asymptomatic on admission and his international normalized ratio on admission was 2.2. On (B)(6) 2015, the patient had dark urine and on (B)(6) 2015, the patient¿s ldh peaked at 2191 u/l. According to the vad coordinator, there were no power elevations or alarms and a ramp study was negative for thrombus. Ultimately, the patient underwent a heart transplant on (B)(6) 2015.

Manufacturer narrative:
Approximate age of device - 8 months. The device was returned for analysis but the evaluation is not yet completed. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
The report of suspected thrombus was confirmed through the evaluation of the returned pump. Examination of the rotor upon disassembly of the pump revealed a thrombus formation surrounding its bearing ball. The slight lamination and denaturation of this formation indicated that it likely developed acutely while the pump was supporting the patient. Although a specific cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the patient¿s elevated ldh. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis and hemolysis as potential adverse events associated with use of the heartmate ii lvas. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.